Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported they had no phacoemulsification (phaco) power during three cataract extraction procedures. The phaco handpiece had prime/tuned normally. The surgeon was able to make one trench in sculpt and then the phaco power stopped. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided in h.6. And h.10. The customer called the company representative to assist with troubleshooting. The company representative was able to help the customer resolve the issue remotely. Therefore, no parts needed to be replaced. With no additional, related information provided, the customer reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).